Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The adjustable pressure limit valve was replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, difficulty in manual ventilation was noted. There was no reported patient injury.